Event description:
It was reported that the patient experienced dizziness and dyspnea. The right ventricular lead exhibited noise. An x-ray confirmed no abnormality. The lead was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.